Event description:
The report received from the affiliate indicated that the patient had a total of three (3) cypher stents implanted electively during the index procedure: a 2.5 x 28 mm (stent #1), a 3.0 x 33 mm (stent #2), and a 3.5 x 18 mm (stent #3). The target lesion was the proximal/mid left anterior descending (lad) coronary artery. Just after the procedure, the patient's condition changed suddenly. An intra aortic balloon pump was inserted. Coronary angiography was done and thrombus was observed in the proximal edge of the third cypher 3.5 x 18 mm stent (adverse event/ae#1). Aspiration of the thrombus was done. A 4.0 x 15 mm bare metal stent (bms) was implanted at the left main/proximal lad. Balloon angioplasty was also done with a 5.0 x 8 mm balloon. The patient had two (2) additional ae's/thrombotic events: ae#2 occurred five (5) days after the index procedure, and ae#3 occurred ten (10) days after the index procedure. The physician's comments regarding the possible cause of the thrombotic events: ae#1 was because the proximal edge of stent #3 was under-dilated and the antiplatelet therapy (cilostazol) was not adequate. Ae#2 and #3 were possibly due to the long lesion length and multiple stents were implanted.

Manufacturer narrative:
The index procedure was an elective case. The target lesion was the proximal/mid lad. The lesion was reported to be; de novo, bifurcated, calcified, 75 mm in length, vessel diameter of 2.5-3.5 mm, and type c. The lesion was not pre-dilated. A cypher 2.5 x 28 mm stent (stent #1) was implanted at 16 atm for 15 sec. An additional cypher 3.0 x 33 mm stent (stent #2) was implanted at 16 atm for 15 sec proximal to the first stent. Another cypher 3.5 x 18 mm stent (stent #3) was implanted at 14 atm for 10 sec proximal to the second stent. All three stents were overlapping. The stents were post-dilated with a 3.0 mm balloon (length unknown) at 10 atm for 10 sec. Ivus was done. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. An act of 600 was measured. Ae#2: this ae occurred five (5) days after the index procedure. The patient complained of chest pain and was taken emergently to the hospital. Coronary angiography was done and thrombus was observed in all three (3) previously implanted cypher stents. The sub acute thrombosis (sat) was treated by aspiration of the thrombus and balloon angioplasty. Ae#3: an unspecified abnormal lab value of a blood test during the patient's hospitalization was noted. Coronary angiography was done and thrombus was observed in all three (3) previously implanted cypher stents. The sub acute thrombosis (sat) was treated by aspiration of the thrombus and balloon angioplasty. Please note that device is distributed outside the united states; however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of three products used during the same procedure. Please reference MFR. Report # 9616099-2007-02520, # 9616099-2007-02521, and # 9616099-2007-02522.